Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pump's pneumatic tap area, but reloading the same cartridge did not resolve the issue. The customer switched to multiple daily injections (mdi) until new cartridges arrived.